Manufacturer narrative:
It was reported that on (B)(6) 2020 a 16 fr. Foley catheter was inserted without difficulty to a paralyzed patient who requires foley catheters as part of a chronic condition. According to the reporter, the catheter inserted approximately 2-3 inches from the hub. Started to inflate the catheter balloon, reports having 7cc's of saline in the balloon and felt the foley "kick back a little". Reporter states, attempts to deflate the balloon were unsuccessful. Physician contacted and a needle was used to deflate the balloon via entry through the scrotum. According to the reporter, the foley catheter was successfully removed and the catheter tubing was noted not to be kinked or twisted upon removal. No additional information is available at this time. There was no further intervention reported related to the incident. The sample is not available for returned and evaluation therefore, a definitive root cause could not be determined at this time. Due to the reported incident and the medical intervention required, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported the balloon from a foley catheter would not deflate. Md deflated the balloon with a needle through the scrotum.